Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review found no previous corrective actions related to this failure. A clinical review states per the complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. Based on the information provided, during knee arthroscopic surgery, the electrode of the tristar 50 icw fell off and the iron screen was broken. Consequently, the surgeon reported he was not sure if the electrode fell inside of the patient. According to the report, the electrode was not found inside of the patient, nor was it seen in the patient¿s x-ray (x-ray was not provided). It was reported, the procedure was completed after a non-significant delay, with a back-up device. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. The complaint was not confirmed. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during knee arthroscopic surgery, the electrode of the tristar 50 icw fell off and the iron screen was broken. The electrode was not found in the patient, nor seen in the x-ray. Procedure was completed after a non-significant delay, with a back-up device. No other complications were reported.